Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump was exposed to water and an unspecified malfunction occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.